Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted cassette warpage. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The cassette was run on an in-lab machine and an incomplete prime was observed. The reported condition was verified. The cause of the incomplete prime (air in tubing) is likely due to the cassette warpage. The cause of the warpage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient in ending therapy and reviewed proper procedures per the user manual. Rts advised the patient to set up with new supplies and to follow up with their peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.